Event description:
It was reported that the pump stopped all insulin delivery. The pump was not being used on the customer at the time of the reported event, as the customer was disconnected from the pump while it was charging. However the customer's blood glucose level was impacted, as he did not have alternate insulin therapy available at the time of the event. The customer stated that he would obtain alternate insulin therapy from his healthcare provider.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.